Event description:
The customer reported that the brake on the couch was not working and the couch is free floating. There was no harm to a patient, bystander, or operator. The philips field service engineer (fse) determined that the service latch under the table had become disengaged. The fse tightened the service latch to resolve the issue.

Manufacturer narrative:
Pr#: (B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). Initial MDR mailed on april 03, 2014.